Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in-clinic follow-up, interrogation noted an episode logged as non sustained ventricular tachycardia. The episode showed oversensing of noise on the ventricular channel with pacing inhibition. The patient was reported as pacer dependant; pacing inhibition just over two seconds however the field representative stated the patient was asymptotic to the episode. Boston scientific's internal technical services reviewed episode information and assisted with reprogramming recommendations. No adverse patient effects were reported and to date, no system changes have been reported.